Manufacturer narrative:
Device is used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. Date of explant is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient originally underwent a cranioplasty due to a cranial void on (B)(6) 2013. On an unknown date, the patient reported pain when pressure was applied to the treated area. There are neither infections nor puss draining from the site. The surgeon plans to remove the cement from the site during the revision surgery. This is report 3 of 4 for (B)(4).